Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead has displayed gradually increasing shock impedances up to and above 125 ohms. Defibrillation induction testing was performed 3 times with normal conversion and within range shock impedances, however post shock the manual impedance levels were back up to 120 ohms. A memory dump and disk analysis were performed to assess the nature of the issue. It was determined that in the rv coil to can configuration, saturated impedance levels were noted, indicating a likely lead issue. The physician will continue to monitor the lead with no further remedial action at this time. No additional adverse patient effects were reported.